Manufacturer narrative:
The customer was the only person to see this cable issue. The customer evaluated the therapy cable and found the cable connector had a broken / missing pin.

Event description:
It was reported to philips that the lead which connects the defibrillator to the pads for shock therapy has a pin broken out of the connector. This would prevent the lead from working. There was no patient involvement.